Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted after 40.5 months of service. A similar device was implanted without reported difficulty. The field has alleged that this device depleted prematurely. To date, there have been no reported patient symptoms associated with this clinical observation.